Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and was unable to replicate the issue related to system boot-up during restart. No abnormalities were found, and the system was returned to proper working condition. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.